Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall. Reportedly, x-ray results revealed a lead fracture. As a result, surgical intervention was planned as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the lead was explanted and replaced with a new scs system which resolved the issue. The ipg was electively replaced during the same procedure. Reported lead(model) : unknown.